Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. The user facility submitted a medwatch report for this event: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set did not prime past the drip chamber. This issue was identified during priming. There was no patient involvement. No additional information is available.